Manufacturer narrative:
(B)(4). Concomitant medical devices: 00877503603 bioloxâ ceramic head 2994025; item #: unknown, unknown stem lot #: unknown; item #: unknown, unknown cup lot #: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure and was revised less than two months later due to infection. Head and liner were exchanged. No additional information is available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. The reported event of deep infection <90 days occurred post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. Upon investigation, it has been determined that this device did not cause or contribute to the reported event.

Event description:
Upon investigation, it has been determined that this device did not cause or contribute to the reported event.